Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip from the half of the grip. The broken piece was not returned with the instrument. Components adjacent to this broken grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted general surgical procedure, the 8mm force bipolar instrument had damaged distal end. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the device was pulled out of the patient as requested by the surgeon and the scrub person began to assess and clean the arm and a portion of the device just fell in the scrub person's hand. It happened outside of the patient's body at the end of the surgical case before closure began. No there was no fragments. No patient did not return to the hospital.